Event description:
Healthcare professional reported right side "rupture" of a saline device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation /valve leak and/or damage : no observed. Use error : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional additionally reported "leakage around valve."